Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated, the patient had issues after the procedure due to pain. The patient stated at a later time that she was improving. Additional information received indicated the patient's legal representative stated at least one of the stitches made by the physician, under the guidance of another physician, via the digitex device, was made through the pudendal nerve, the pudendal nerve bundle and/or one of it's branches, causing the patient to suffer pudendal neuralgia, along with other associated serve nerve pain.